Event description:
It was reported that the patient had moved and could not get an appointment until (B)(6) 2015 to get her pump refilled. The patient's refill date was (B)(6) 2015 and her pump was not able to be refilled. On the date of this report, the patient's pump alarmed at 2:27pm and 3:37pm. At 4:37pm, the pump did not alarm. The patient had no problem hearing the pump alarm. The pump was alarming due to the missed refill. It was stated that "everyone" told the patient that she had 3 days before going through withdrawal. The alarm kept occurring at 37 minutes past the hour. On (B)(6) 2015, the alarm went off at 12:46am, 5:12am, and 9:07am and changed to 17 minutes past the hour. The following day, the alarm changed to a critical alarm. As of (B)(6) 2015, the pump was alarming every 10 minutes. The patient's pain was worse, but not any worse than it was on a "bad weather day". As of this date, the patient had a refill scheduled for (B)(6) 2015 at 1pm. The patient's healthcare provider (hcp) had prepared her for withdrawal and "set her up". The patient had not felt any effects of withdrawal yet. Additional information indicated that, as of (B)(6) 2015, low and empty reservoir alarms had occurred. As of the same date, the patient's pump had been refilled and the patient had recovered without permanent impairment. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).